Event description:
Pillcam issues: pill camera is functioning properly until the patient (pt) swallowed it, then the pillcam monitor stopped transmitting, lost the image and the light turned from rapidly flashing blue (the color desired) to intermittent yellow. I tried adjusting the sensor belt and monitor without any change. I contacted medivator¿s technical support and notified doctor of the issues. Returning to the pt's room, I found the monitor had stopped responding. I changed out all of the equipment, paired the pillcam with the monitor and belt. Everything was functioning as it should until the pt swallowed the pillcam, and the exact same thing happened as it did with the first pill camera.